Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® edta 2k 2 tubes were missing the fill line. No adverse impact was reported regarding the patient or user.

Event description:
It was reported prior to using bd vacutainer® edta 2k 2 tubes were missing the fill line. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 21-nov-2024 investigation summary bd received 2 samples and 3 photos for investigation. The customer samples and photos were reviewed and the customer¿s indicated failure mode for missing label print was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of missing label print was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label print. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.